Event description:
It was reported that (2) tct75 and (2) mcl20 were used during an esophagogastrectomy procedure. It was reported by the rep that during the procedure the surgeon experienced premature lock out with tct75's and jamming of the mcl20. The procedure was completed using other instruments and there was no consequence to the pt.